Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced but failed to cross the lesion. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 mr balloon catheter. The device was microscopically and visually examined. There was contrast present in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. There were no irregularities or damage found to the device. The balloon catheter was prepped with an inflation device filled with water to inflate the device to the rated burst pressure. The balloon was able to be inflated and maintained pressure as well as deflated with no issues.

Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced but failed to cross the lesion. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.